Event description:
The recipient is reportedly experiencing decreased performance. Revision surgery will be scheduled.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event closed. The recipient will reportedly not undergo revision surgery at this time. The recipient is a non-user of the device. A review of the device history record noted no rework. The recipient remains implanted. This is the final report.